Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic due to frequent "connect to power" alarms while on fresh batteries. The alarms continued throughout the day despite the patient changing the batteries. The patient had a small kink in the driveline, the power cords looked worn down and the black cord relief was broken. The patient reported that they cleaned the batteries and clips routinely. Log file analysis captured multiple strings of low power advisories. Log file analysis also captured 77 pulsatility index events occurring on (B)(6) 2021 from 8:37 am - 10:28 am. The patients controller was exchanged without issue. He could reproduce the alarms based on certain positions and the alarms did not reoccur after the controller was exchanged. The controller was discarded.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the system controller strain relief was not confirmed. The reported low voltage and power cable disconnect alarms were confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(6) ) was not returned for analysis; however, a log file was submitted for review spanning approximately 3 hours (08jul2021 at 08:37:39 ¿ 08jul2021 at 11:05:57 per timestamp). On 08jul2021 at 09:14:21 and 09:17:49 there were atypical power cable disconnect alarms that activated with rsoc invalid faults on the black power cable. These alarms cleared on their own. From 09:47:34 - 11:05:49 there were multiple atypical low voltage alarms on the black power cable. During these events the rsoc voltage on the black power cable would decrease then increase after the observe alarm cleared. There were no other notable alarms in the log file. Pump operation was not affected additional information communicated on 09jul2021 indicated that the heartmate 3 system controller (serial #: (B)(6) ) was exchanged without issue and was discarded after the exchange. Although not confirmed, the reported damage to the power cable of the system controller may have contributed to the reported alarms. The root cause of the reported events was unable to be determined. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect and low voltage alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.